Event description:
Customer reported system appears to boot normally and fluoro, but intermittently a dark circle appears instead of an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator controller board. System operates as intended. (B) (4).